Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received the no delivery alarm as well as the motor error alarm on the insulin pump. The customer's blood glucose was unknown. The customer was advised of both alarms. The customer stated that she was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.